Manufacturer narrative:
The event of "breast mass" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2175133 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are not confirmed as they are classified as medical events. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
"A right pectoral mass was found on the preventive MRI scan, which was later identified as an anaplastic large cell lymphoma of the right breast, involving the capsule of the articular muscle and the fat outside the capsule. A small lymph node can also be seen in the right axilla. A puncture was performed, but there are no results yet." Histopathological markers are just partially reported (cd30+), and alcl cannot be confirmed. 'Sars-cov-2 with a relatively mild course' was noted which was deemed not device related by allergan physicians. During explant surgery, "the entire tumorous formation" was removed including the "pectoralis". Additionally, the patient "started chemotherapy on (B)(6) 2021, which ... [Was] received at intervals of 3 weeks ... The last chemotherapy [was] on (B)(6) 2021." This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alc is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Patient reported large cell anaplastic lymphoma (bia-alcl). The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b2 b3 b5 b6 b7 g2 h6. Alcl continues to be unconfirmed as only partial histopathological markers (cd30+) were reported.

Event description:
Patient felt a breast lump before diagnosis, sweating during day and night was present, and elevated body temperature was further reported. Alcl continues to be unconfirmed as only partial histopathological markers (cd30+) were reported.

Manufacturer narrative:
Patient's physician information: (B)(6). The events of "lymphoma-alcl" and "necrosis" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Additional, changed, and/or corrected data: a6, b5, b6, b7, h6, h7, h9, h11.

Event description:
Patient reported a diagnosis of right side "large cell anaplastic lymphoma (bia-alcl)". Healthcare professional reported the patient "felt a breast lump" before diagnosis, "sweating during day and night", and "elevated body temperature". "A right pectoral mass was found on the preventive MRI scan" and a biopsy was performed, which confirmed a diagnosis of bia-alcl. Pathological markers cd30+ and alk- have been received. The device was explanted via capsulectomy. Pathological examination of the capsule found "pectoral muscle has also been resected, and it is partly necrotic", and re-confirmed bia-alcl. Patient underwent 6 cycles of chemotherapy (brentuximab/chp) and also underwent radiotherapy. A follow-up pet/CT scan confirmed "complete metabolic remission" and the patient remains in remission. Patient had replacement non-allergan devices implanted following treatment. Healthcare professional also reported the patient "had sars-cov-2 with a relatively mild course", which is not device-related.